Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs7ezb6. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide did not advance as expected during pod activation, indicating a potential needle mechanism failure. The patient further reported to be unsure whether the cannula inserted into the skin but confirmed that it was visible upon pod removal without abnormalities noted. The pod was not worn. The patient¿s blood glucose levels were reported to be approximately 400 mg/dl at the time of the event. There was no medical intervention reported in relation to this event. The pod was discarded and is unavailable for investigation.